Event description:
The user stated "extra volume was being poured on sample cups for patients" and received erroneous results for one patient sample. The user repeated testing with an aliquot cup from the mpa. Of the data provided, discrepant results were produced for the following assays: albumin original result 2.2, repeat 3.8 g per dl; alp original result 35, repeat 63 u per l; alt original result 13, repeat 23 u per l; ast original result 9, repeat 24 u per l; calcium original result 4.9, repeat 8.9 mg per dl; bicarbonate original result 14, repeat 24 mmol per l; glucose original result 63, repeat 111 mg per dl; total protein original result 3.5, repeat 6.1 g per dl; sodium original result 81, repeat 138 mmol per l; and potassium original result 2.6, repeat 4.7 mmol per l. The original results were reported out. The user stated the patient was not treated. The field service representative determined there was a low internal probe wash volume. He replaced the wash valves and adjusted the gear pump pressure. To verify the analyzer operation, he ran qc and patients with no discrepant results noted.